Event description:
Reporter noted handpiece was aspirating but not phacoing hard nucleus. The zonules were torn, dislocating the nucleus and fragments fell into the posterior segment. Converted to extra-capsular cataract extract, implanted iol, and transferred pt to another hosp for "tppv". Pt suffered a choroidal hemorrhage in transport and they were unable to do the "tppv".